Event description:
Alleged the bed is tripping their isolation power panel due to fluid ingress onto the power supply board.

Manufacturer narrative:
The facilities maintenance removed the fluid from the power supply board to repair the bed.